Event description:
It was reported that during an indirect decompression spacer implant procedure, when the dilator was inserted between the l2-l3 lumbar vertebrae, the spinous process was fractured at the l3 lumbar vertebra. The implant procedure was aborted and the incision was closed. There were no reported issues postoperatively. The device will not be returned as it was disposed of by the medical facility.